Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left brachial vein. A 4f non-bsc introducer sheath and a 018 non-bsc guidewire were advanced to the lesion. A 7.0mmx40mmx40cm sterling¿ balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with a 7x2 sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).